Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial and right ventricular leads were both dislodged via x-ray examination. The leads were explanted and replaced successfully. The patient was stable throughout the whole procedure.